Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the first inflation. The lesion being treated was a calcified, 99% stenotic lesion in the left circumflex coronary artery. The maverick2 monorail balloon was removed and replaced with another balloon to complete the procedure. No pt injuries or complications were reported.